Manufacturer narrative:
(B)(4). The complainant rescinded the complaint stating that the device functioned correctly after lubrication.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier is not holding the clips during use. No clips fell into the patient. The patient's condition was reported as fine.